Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated with a 2.5x20mm maverick balloon. The physician attempted to place a taxus liberte 3.0x20mm drug eluting stent to the left anterior descending (lad) artery, but was unable to cross the lesion. Upon removal of the stent, damage was noted. The procedure was completed with a taxus 2.5x16mm stent. No pt injuries or complications occurred. Pt status is satisfactory. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.